Event description:
On july 5, 2006, a clinical incident involving a rapid rhino device was reported to arthrocare corp. The pt underwent a nasal airway surgery for airway obstruction due to a grade 8/10 nasal allergy. On the same day of the procedure, the pt was reported to have experienced a choking sensation. The external nasal device appeared in situ. Upon examination of the pt's mouth, the physician reported a portion of the device, a "tampon sleeve" , was found hanging in the oropharynx area of the pt's throat and extending into the larynge pharynx just above the pt's vocal chords. No reported pt injury.

Manufacturer narrative:
The device was not returned for eval. The lot history documentation was reviewed for this lot. The device history record review indicates all specs were met. No other similar complaints have been recorded for this lot. No conclusion can be drawn.